Manufacturer narrative:
(B)(4). Approximate age of device ¿ 5 months. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was admitted to the hospital due to a driveline infection. The patient completed a course of intravenous antibiotics and was discharged. The patient is reportedly doing well. No additional information was provided.

Manufacturer narrative:
A direct correlation between the left ventricular assist system (lvas) and the reported event could not conclusively be established through this evaluation. It was also reported that the suspected driveline fracture was due to the fixed speed and low speed being identical. CT scan and x-ray were performed, and driveline fracture was not confirmed. The patient remains ongoing on vad support and no further related issues have been reported. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.